Manufacturer narrative:
(B)(4): devices were retrieved from the market and will be reworked. Results, conclusion: the product remains implanted. Review of device history records indicate that this lot was packaged without the tibial bushing as required by the print and router.

Event description:
It is reported that the device was implanted in (B)(6) 2004. It was confirmed on (B)(6) 2004 that the surgeon did not notice that the bushing was missing before he implanted the plate. The device remains implanted.